Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. It is reported that insertion of a third unit was successful resulting in no untoward effect to pt. No add'l pt/event details have been provided to date. A return sample for evaluation is not expected. Should add'l info becomes available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site.(B)(4). Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
Territory manager was informed by the facility's registered nurse/clinical nurse specialist that she experienced difficulties in inflating the balloon during insertion/application. It is also reported that she attempted to use another unit and still experienced inflation difficulties; however she was successful with the third unit by rubbing the tubing which seemed to have helped as a result.